Manufacturer narrative:
Additional information was received stating: the incident took place when the patient was under monitoring in the critical care department, therefore the microsensor was inside the parenchima. They left it there even though the values were not compatible with the patient ¿s conditions. Then it was removed without any consequences for the patient itself, but the icp monitoring was not useful to treat the patient.

Event description:
N/a.

Manufacturer narrative:
Cerelink microsensor was returned for evaluation: DHR: lot number 3263954, conformed to the specifications when released to stock. Failure analysis - based on the analysis and investigation, the issue of the complaint has not been confirmed: the device passed electronic, noise, linearity/hysteresis. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the damaged catheter observed during product investigation could be probably due to a mishandling.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the microsensor was implanted in the patient and started giving high values over 250 mmhg even if the patient was not disconnected and just lying in the bed. Then it was disconnected, the patient monitor cable and followed the procedure of the two arrows and the real value came back. This happened 3-4 times during the period in which the microsensor was left in the parenchima.